Event description:
It was reported that the handheld charging indicator light did not illuminate when the handheld was plugged into the electrical outlet. The handheld connections were checked and different electrical outlets were tried. The power cord was used with different handhelds which worked as intended. The serial cable was used on other handhelds but did not work; therefore, identifying the serial cable as the cause. A new serial cable was provided. The faulty serial cable is expected to be returned for analysis, but has not been received to date.